Event description:
A customer reported that a pt's antibody screen was negative when tested with surgiscreen lot 3ss544 (details in b6 below). Ocd medical affairs assessed this event and determined there is no evidence that a serious injury occurred.